Event description:
Multiple equipment failures involving product. The hub cracks and influenza vaccine leaks out. Faulty connection between syringe and needle. Not user error. FDA safety report ID# (B)(4).